Event description:
The hcp reported that following a study a patient was programmed a single bolus of 10-mg, which was too large a volume for priming a drug catheter resulting in the patient receiving a drug bolus. The programmer had also been set to deliver a single drug bolus, instead of programming to single plus simple continuous mode. The error was noted after the patient had left the office. The drug used in the pump is unknown. The hcp planned to contact the patient; no adverse event has been reported. Additional information has been requested from the physician.